Event description:
Eroded vaginal mesh. Patient is status post-vaginal hysterectomy and robotic sacrocolpopexy at an outside institution. She also had a transobturator tape placed. Following that surgery, she had persistent vaginal pain and mesh erosion. She had been taken to the operating room on 2 occasions at the outside institution as well as trimming in the office, but continued to have vaginal spotting, pain, and was unable to have coital activity because of the pain for her partner. She was found to have a 6 centimeter line down the anterior vaginal wall that was over on the patient's right side with a ridge and fibers of the mesh that were exposed. At the apex, there was a larger piece about 1 centimeter exposure of mesh.what was the original intended procedure?excision of vaginal mesh.